Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged pump cracked at the crack on the battery compartment and battery tube threads and always getting replace battery alert. The customer reported no adverse event. The event involved product mmt-1880l. Troubleshooting was performed and damage affecting functionality. No harm requiring medical interventions were reported. The customer will discontinue pump use and revert to back up plan as per health care professional instructions. The product mmt-1880l will be returned for analysis.

Manufacturer narrative:
No blank display noted during testing. Pump passed self test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Battery cycle 14.0 received the lowbatteryalert (104) on 01/19/2026 20:01:00 after more than 7 days at 38.35 days. Battery cycle 13.0 received the lowbatteryalert (104) on 12/12/2025 07:03:00 after more than 7 days at 33.96 days. Battery cycle 12.0 received the lowbatteryalert (104) on 11/08/2025 07:54:00 after more than 7 days at 59.41 days. Pump was cut open to perform visual inspection and found no moisture damage on electronic assembly. The p-cap does lock properly. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). No blank display noted. Unexpected battery power loss and charge/battery lasts less than expected was not confirmed. Cracked battery tube threads, cracked case (battery tube) confirmed. For additional information regarding the tests performed refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.